Event description:
It was reported that the patient was scheduled an inflatable penile prosthesis (ipp) replacement procedure on (B)(6) 2020. No more information available at the moment. Should additional information become available, it will be provided.